Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device experienced a short circuit and cubies were undetected. The field service engineer (fse) replaced two trays which were damaged due to liquid spilling in drawers 2.1 and 2.2. And the station was verified to be operating correctly after the replacement. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubies not detected due to liquid spill in the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.